Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level b investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: a complaint history check was performed and this is the 1st related complaint for harm/internal bleeding on lot # 7331513. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7331513. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that internal bleeding after his injection and sought medical attention with a bd veo¿ insulin syringe with bd ultra-fine 6 mm needle. The following information was provided by the initial reporter: consumer called to inquire about a chart to use it on his skin for injection to show where to inject. He has been a diabetic for 11 years. Consumer reported he was bleeding internally last week after his injection, he lost a lots of blood. Additional information provided: consumer uses new syringes each time of his injection. He uses the stomach-abdomen area. He visually sees the needle to see if it is straight. Advised to save the sample if re occurs. Offered to send the rotator grid and advised to show to the doctor to find out if that is what they had recommended him. Consumer also inquired about the safe clip where to get it. And inquired if he should be using the shorter needle. Explained consumer we do manufacture safeclip and we don't sell direct, he needs to buy it at the local pharmacy and he is using the 6mm shortest on needle length. He needs to find out from doctor regarding which size he should be using.